Manufacturer narrative:
One sample was received for quality evaluation. Visual examination of the sample indicate that there is a hole in the silicone tubing near the upper pumping segment. The customer complaint of component damage is confirmed. Investigation was forwarded to manufacturing for root cause analysis. After the investigation that based on the description provided by the customer and evaluation of the sample, that the damage seen on the sample was not caused by the manufacturing process. The root cause for the issue could not be determined, however, the most probable cause for the tubing damage is a misloading of the infusion into the alaris pump causing for tears in the silicone tubing of the pumping segment. A device history record review for model 2202-0007 lot number 25025326 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module infusion set was damaged. The following information was provided by the initial reporter: puncture in "pump segment" area at tpn ¿ found.